Event description:
During removal of the thoraflex hybrid introduction handle there was tension when removing the handle. It was identified that the 0.35 wire had not been fully removed. This caused the stent graft to accordion. The wire was removed and the introduction handle was removed successfully. Patient outcome: unknown

Manufacturer narrative:
Clinical code: 4582 - no clinical signs, symptoms or conditions: introduction handle was removed successfully and no patient conditions noted. Impact code: 2199 - no health consequences or impact : introduction handle was removed successfully and no patient conditions noted. Medical device code: 4044 - difficult or delayed seperation : during removal of the thoraflex hybrid introduction handle there was tension when removing the handle. It was identified that the 0.35 wire had not been fully removed. Component code: 4755 - part/component/sub-assembly term not applicable type of investigation: 4110 - trend analysis: a five-year review of similar complaints (thoraflex hybrid sales jan 19 - jan 24 vs endovascular issues > delivery system removal) gave an occurrence rate of 0.007% (complaints vs sales). 4111 - communication/ interview: awaiting additional information from site 3331 - analysis of production records: a review of manufacturing and qc records confirmed that there were no issues with the manufacture of the device 4117 - device not accessible for testing - device remains implanted investigation findings: 3233- results pending completion of investigation investigation conclusions: 11- conclusion not yet available.

Event description:
Implantation date: (B)(6) 2024 event date: (B)(6) 2024 during removal of the thoraflex hybrid introduction handle there was tension when removing the handle. It was identified that the 0.35 wire had not been fully removed. This caused the stent graft to accordion. The wire was removed, and the introduction handle was removed successfully. Patient precondition: redo surgical thoracic aorta repair. Valve and ascending aorta replacement. Patient outcome: unknown (patient outcome status information requested). This report is being submitted as a follow up 1 for manufacturing report #9612515-2024-00034 to provide event closure information for (B)(4).

Manufacturer narrative:
Manufacturers narrative: clinical code: 4582 - no clinical signs, symptoms or conditions: introduction handle was removed successfully and no patient conditions noted. Impact code: 2199 - no health consequences or impact : introduction handle was removed successfully and no patient conditions noted. Medical device code: 4044 - difficult or delayed separation: during removal of the thoraflex hybrid introduction handle there was tension when removing the handle. It was identified that the 0.35 wire had not been fully removed. Component code: 4755 - part/component/sub-assembly term not applicable type of investigation: 4110 - trend analysis: a five-year review of similar complaints (thoraflex hybrid sales jan 19 - jan 24 vs endovascular issues > delivery system removal) gave an occurrence rate of (B)(4) (complaints vs sales). 4111 - communication/ interview: awaiting additional information from site 3331 - analysis of production records: comprehensive batch review was performed, no issues were identified during manufacturing of this device. No causal link was identified between the event and device. 4117 - device not accessible for testing - device remains implanted investigation findings: 213 - no device problem found: comprehensive batch review was performed, no issues were identified during manufacturing of this device. No causal link was identified between the event and device. Investigation conclusions: 22 - known inherent risk of device: thoraflex hybrid us IFU (301-213-usen) rev 2.0 pg. 76, section 13.10 describes troubleshooting actions for difficulty removing the delivery system. One of the causes listed is that the delivery system is still attached to the guide wire, which would then cause the stented portion of the graft to become dislodged as in the event description. 4315 - cause not established: due to a lack of information, the device and scan's not being available for review. Further investigation was not possible for this event. As the failure mode is described in the IFU as per troubleshooting guidelines, but device failure cannot be confirmed or denied, no causal link has been found between the event and the device

Manufacturer narrative:
Manufacturers narrative: clinical code: 4582 - no clinical signs, symptoms or conditions: introduction handle was removed successfully and no patient conditions noted. Impact code: 2199 - no health consequences or impact: introduction handle was removed successfully and no patient conditions noted. Medical device code: 4044 - difficult or delayed separation: during removal of the thoraflex hybrid introduction handle there was tension when removing the handle. It was identified that the 0.35 wire had not been fully removed. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: a five-year review of similar complaints (thoraflex hybrid sales (B)(6) 2019 through (B)(6) 2024 vs endovascular issues >. Delivery system removal) gave an occurrence rate of (B)(4) (complaints vs sales). 4111 - communication/ interview: awaiting additional information from site. 3331 - analysis of production records: comprehensive batch review was performed, no issues were identified during manufacturing of this device. No causal link was identified between the event and device. 4117 - device not accessible for testing - device remains implanted investigation findings: 213 - no device problem found: comprehensive batch review was performed, no issues were identified during manufacturing of this device. No causal link was identified between the event and device. Investigation conclusions: 22 - known inherent risk of device: thoraflex hybrid us IFU (301-213-usen) rev 2.0 pg. 76, section 13.10 describes troubleshooting actions for difficulty removing the delivery system. One of the causes listed is that the delivery system is still attached to the guide wire, which would then cause the stented portion of the graft to become dislodged as in the event description. 4315 - cause not established: due to a lack of information, the device and scan's not being available for review. Further investigation was not possible for this event. As the failure mode is described in the IFU as per troubleshooting guidelines, but device failure cannot be confirmed or denied, no causal link has been found between the event and the device.

Event description:
Implantation date: (B)(6) 2024. Event date: 24 apr 2024. During removal of the thoraflex hybrid introduction handle there was tension when removing the handle. It was identified that the 0.35 wire had not been fully removed. This caused the stent graft to accordion. The wire was removed, and the introduction handle was removed successfully. Patient precondition: redo surgical thoracic aorta repair. Valve and ascending aorta replacement. Patient outcome: unknown (patient outcome status information requested). This report is being submitted as a follow up 2 for manufacturing report #9612515-2024-00034 to provide FDA response information for (B)(4).

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on human error occurred in submission of mdrs as vmsr ( voluntary malfunction summary reporting) instead of individual reporting requirement to the FDA. On 12th july 2024 vascutek were contacted by the FDA and informed that the h1 section had been incorrectly filled in initial MDR submissions. The firm opened a non-conformance - ncr10893 to mitigate quality system management to address issue, employee training, and implement corrective actions. Ncr10893 was opened on 29th august 2024 and closed on 27th september 2024. There is no change to the device performance or risk profile. Manufacturers narrative: clinical code: 4582 - no clinical signs, symptoms or conditions: introduction handle was removed successfully and no patient conditions noted. Impact code: 2199 - no health consequences or impact : introduction handle was removed successfully and no patient conditions noted. Medical device code: 4044 - difficult or delayed separation: during removal of the thoraflex hybrid introduction handle there was tension when removing the handle. It was identified that the 0.35 wire had not been fully removed. Component code: 4755 - part/component/sub-assembly term not applicable type of investigation: 4110 - trend analysis: a five-year review of similar complaints (thoraflex hybrid sales jan 19 - jan 24 vs endovascular issues >. Delivery system removal) gave an occurrence rate of (B)(4) (complaints vs sales). 4111 - communication/ interview: awaiting additional information from site 3331 - analysis of production records: comprehensive batch review was performed, no issues were identified during manufacturing of this device. No causal link was identified between the event and device. 4117 - device not accessible for testing - device remains implanted. Investigation findings: 213 - no device problem found: comprehensive batch review was performed, no issues were identified during manufacturing of this device. No causal link was identified between the event and device. Investigation conclusions: 22 - known inherent risk of device: thoraflex hybrid us IFU (301-213-usen) rev 2.0 pg. 76, section 13.10 describes troubleshooting actions for difficulty removing the delivery system. One of the causes listed is that the delivery system is still attached to the guide wire, which would then cause the stented portion of the graft to become dislodged as in the event description. 4315 - cause not established: due to a lack of information, the device and scan's not being available for review. Further investigation was not possible for this event. As the failure mode is described in the IFU as per troubleshooting guidelines, but device failure cannot be confirmed or denied, no causal link has been found between the event and the device.

Event description:
Implantation date: (B)(6) 2024. Event date: 24 apr 24. During removal of the thoraflex hybrid introduction handle there was tension when removing the handle. It was identified that the 0.35 wire had not been fully removed. This caused the stent graft to accordion. The wire was removed, and the introduction handle was removed successfully. Patient precondition: redo surgical thoracic aorta repair. Valve and ascending aorta replacement. Patient outcome: unknown (patient outcome status information requested). Follow up#3 see narrative in section h11.